Event description:
In surgical laser system, the footpedal is not functioning. Unaware of pt involvement.

Manufacturer narrative:
Mechanical damage but to abnormal use of the footpedal. Excessive weight placed on the footpedal surface. Substituted the complete footpedal. We are unaware about delay on treatment or pt injury.